Event description:
--

Manufacturer narrative:
(B)(4). Attempts to obtain product return were performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement indicator (eri) and also exhibited loss of capture. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No further details regarding the clinical observations were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.